Event description:
Outbound. Pt reports leaking from cadd extension 60 in minibore tubing with 2 sets. One set leaked from filter where connects to tubing and the other set leaked from air vent in filter. No further details provided. Diagnosis or reason for use: sph. Is the product compounded: no. Is the product over-the-counter: no.